Event description:
I have been feeling very ill. After having breast implants post double mastectomy my health kept getting worse. My rheumatologist kept running tests. My gel implants were feeling heavy and I would have swelling and pins and needles around the area. I had a post nasal drip for years and it disappeared on the day of explant (B)(6) 2019. I tested low ana and have had sed rates over 70. I've lived with debilitating joint pain and rheumatologist gave me a fibromyalgia diagnosis. I am currently suffering the agonizing reality that my implants were the cause of my pain and I sit here with an empty chest due to mastectomy and something that was supposed to help me feel whole again robbed me of my health. My choice was to continue to be sick and feel "whole" as a woman or explant to regain health and deal with the loss of my breasts for the second time. My shoulder is no longer frozen. My rashes are gone. My neck pain is gone. My night sweats are gone. My ringing in ear is gone. Post nasal drip is gone. Insomnia is gone. Vaginal itching is gone. All this in less than a week of explant. I know my body was reacting to my implants. Yet these implants were supposed to be safe. Highly recommended post mastectomy.